Manufacturer narrative:
Erosion was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to sharp instrument damage consistent with explant damage. Based on the determination that the cylinder damage was a result of the explant procedure (i.e. A secondary failure) it was not considered as a probable cause for the reported event. The other cylinder performed within specifications. The pump performed within specification. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Related component of device system: model number/ catalog number:720185-01, serial number: n/a, batch/ lot number:1000249050, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump eroded trough his scrotum, therefore the device became infected. All components were removed and a new ipp was implanted. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Manufacturer narrative:
Related component of device system: model number/ catalog number:720185-01, batch/ lot number:1000249050, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump eroded trough his scrotum, therefore the device became infected. All components were removed and a new ipp was implanted. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.